Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter - ni, manufacture date ¿ ni. Product location unknown.

Event description:
During a procedure, the surgeon had difficulty seating the liner. There was a one hour delay in procedure. No further information has been provided.